Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device information provided was noted but does not fit serial numbers or lot numbers of the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional (hcp) on (B)(6) 2017 reported that patient weight at the time of the event was (B)(6) lbs. Device information was provided to be (B)(4) for the serial number of the ens and 51023085 for the lot number of the lead, but these numbers do not match with known serial or lot numbers for the manufacturer. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received from a basic evaluation trial patient. The patient reported that the wires came loose the night before report. It was indicated that it was unknown if there were any environmental, external, or patient factors that contributed to the issue. It was indicated that the issue was not resolved at the time of report. No patient symptoms or further complications were reported or were expected.